Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that there is noise on ra, rv and shock channel for about 3 seconds then it stops for about 3 seconds and then atp given. Strips show noise on the rv channel causinq inhbition of pacinq for qreater than 2 seconds. It also qive atp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).